Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the cath lab after use when removing the terotola, the basket came apart/separated from the catheter. As a result, the doctor used a snare to successfully remove both pieces of the basket with no harm to the patient. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.